Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds 3 months post-implant. The rv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The analyst noted that all electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed.